Manufacturer narrative:
(B)(4) - vegetation. Evaluation method: device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections with no related non-conformances. The subject device was traced to its sterility lot; the complaint database indicates no other endocarditis/infection reports received for any devices processed under the same sterility lot. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There has been no information to suggest a device quality deficiency or malfunction that may have caused or contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 30 months and replaced with another edwards' bioprosthesis. Through follow-up, it as learned that the valve was explanted due to aortic valve prosthesis bacterial endocarditis. Operative indications state echo showed vegetations on his aortic valve. Gram stain came back with gram-positive cocci in pairs, consistent with previous blood culture. Description of procedure stated that the valve was densely adherent to the annulus and surrounding structures. The valve itself did not appear to be infected, except the leaflet tissue. The surgeon indicated that the reason for explanting the device is not device related, and stated that the source of infection is unknown.